Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The complaint for "inflation difficulty and/or incomplete inflation" was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials also revealed no deficiencies. As reported, "during valve deployment the namic stopcock that attached the atrion syringe to the commander balloon port came loose enough to leak contrast out. This caused the deployment to stop about 3/4 of the way and when it was discovered that the balloon was not inflating further it was initially believed the balloon ruptured. This was not the case however and as the balloon and valve were in the correct place the pacer lost capture and embolized the partially deployed valve into the ascending aorta." As no abnormalities were reported during device preparation, it is likely the reported issued occurred due to procedural factors. It is likely that prior or during inflation, the stopcock connection to the balloon inflation port was inadvertently mishandled. If the connections along the 3-way stopcock are unsecure, this can create a leak in contrast media, preventing all the contrast from inflating the balloon. Thus, resulting in the reported inflation difficulty. However, without the return of the complaint device or applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (device mishandling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in aortic position. During the procedure, tavr procedure went perfect throughout until valve deployment. During valve deployment the namic stopcock that attached the atrion syringe to the commander balloon port came loose enough to leak contrast out. This caused the deployment to stop about 3/4 of the way and when it was discovered that the balloon was not inflating further it was initially believed the balloon ruptured. This was not the case however and as the balloon and valve were in the correct place the pacer lost capture and embolized the partially deployed valve into the ascending aorta. The team reattached the stopcock and put the appropriate amount of contrast solution into the atrion syringe. They positioned the balloon inside the valve and paced and inflated the balloon to capture the valve then pull it towards the arch but below the greater vessels. Patient was stable during the entire procedure. It was then decided to pull the fully deployed valve into the descending aorta which was accomplished successfully. The team then prepped a 2nd 26mm s3u valve and proceeded to place in the appropriate place. During this deployment the pacemaker lost capture for a couple of beats and pushed the valve too aortic and after full deployment the valve was positioned too high and resulted in pvl that was more than mild. It was then determined to do a 3rd 26mm s3u valve and place this one a little lower to fix the pvl and secure the 2nd valve which was successfully completed. The patient was stable and recovered in ICU.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned.